Event description:
A malfunction was reported on the customer's pump, but there were no notable events leading up to the issue. There was no adverse impact to the customer's blood glucose level as a result of the malfunction. To resolve the issue, tandem technical support decided to replace the pump. The customer will use a backup insulin pump in the meantime and acknowledged the receipt of a new pump with updated software. The customer was also instructed on how to put the defective pump into storage mode and return it to tandem using a pre-paid label, with understanding confirmed by the customer.